Manufacturer narrative:
(B)(4). As returned, the peg on the poly impactor has fractured off at its base. The fractured component was not returned for review because, it was left in the patient. The usage history of the device is unk as well as how it was aligned before impaction. The device has a potential field age of approximately 3.5 years. Eval - review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications.

Event description:
It is reported that the post of the 40mm liner impactor broke off into patient and remains implanted.